Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the t-connector was malfunctioning as it was not attaching to the IV catheter, unable to draw blood successfully, and unable to disconnect. Although requested, no additional information was provided.